Manufacturer narrative:
(B)(4). Medical product: vngd ssk 360 l fem 65mm catalog # 185284 lot # 6002316. Bmt 360 tib aug 71x10mm catalog # 185233 lot # 214680. Bmt splined knee stm v2 18x80 catalog # 148308 lot # 047290. Bmt 360 tib tray 71mm catalog # 185203 lot # 747320. Bmt splined knee stm v2 21x80 catalog # 148311 lot # 423070. Bmt 360 7.5mm offset adapter catalog # 185212 lot # 289130. Bmt 360 7.5mm offset adapter catalog # 185212 lot # 590200. Vngd ssk ps tib brg 12x71/75 catalog # 185082 lot # 254560. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-03029. 0001825034-2020-03036. 0001825034-2020-03037. 0001825034-2020-03041. 0001825034-2020-03043.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to aseptic loosening. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that left total knee arthroplasty is seen in place with cortical thickening of the distal femoral diaphysis possibly indicating femoral component loosening. No joint effusion. Tibial component demonstrates radiolucency at the bone cement interface, also possibly indicating loosening. There is also radiolucency at the bone cement interface of the patellar component. Overall fit and alignment of the implants is appropriate. Osteopenia is present diffusely. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.